Event description:
It was reported that the pulse generator exhibited a premature elective replacement indicator. The device was explanted and replaced.

Manufacturer narrative:
Analysis found that the reported complaint of premature elective replacement indicator could have been caused by high current drains caused by excessive usage.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.